Event description:
It was reported that during a ptcra procedure involving a lesion in the proximal left anterior descending (lad) artery, the floppy rtw guide wire fractured. The floppy rtw guide wire was successfully advanced across the lesion. During platforming of the burr (size unknown), the floppy rtw guide wire fractured. The floppy rtw guide wire was removed without incident and the procedure was completed with another floppy rtw guide wire and burr. No patient injuries or complications were reported.

Manufacturer narrative:
The wire has not been returned for analysis as of this date.